Manufacturer narrative:
Outcomes to adverse event: other: neck pain, arm pain, neurological complication. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
No. Of patients: 23, gender: (male:14; female: 9), mean age: 64.4 years it was reported in the aggregated clinical data report that 23 patients were diagnosed with cervical acute fracture; and underwent surgeries in the period ranging from jan-2013 to jul-2016. After 12 months post-op, 7 patients reported neck pain and 7 patients reported arm pain. After 24 months post-op, the number of patients reporting neck and arm pain reduced. 5 patients reported neck pain and 5 patients reported arm pain. 2 patients also underwent second spine surgery on initial treated levels as a result of neurologic complications. These 2 patients required replacement of instrumentation.